Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 69 mg/dl, 136 mg/dl and, 97 mg/dl when all tests were performed within 10 minutes on the compact plus sys. Reporter stated she ate lunch to treat herself, as she felt lightheaded and dizzy before obtaining the results. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.